Manufacturer narrative:
(D10) concomitant devices: 300-01-12 - equinoxe humeral stem primary press fit 12mm. 320-36-00 - equinoxe 36mm humeral liner +0 unconstrained. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-31-36 - equinoxe glenosphere, 36mm. 320-35-01 - equinoxe small glenoid plate. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced unexplained pain. Continued pain and limitation of motion about the left shoulder since surgery - possibly related to deltoid fatigue/overstretching. As a result, approximately 11 years after initial replacement, the patient underwent sub-acromial lidocaine + steroid injection. No further impact to the patient was reported. No other information is available.